Event description:
It was reported that the patient experienced a cardiac perforation and pericardial effusion and presented to the emergency department (ed) with hypotension and dizziness. Dark blood was drained and a perforation of the right atrium (ra) was suspected as sensing values were down and the threshold was up. The lead was explanted and replaced. The patient was participating in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.